Manufacturer narrative:
Implant date: estimated as (B)(6) 2023 as the event was noted two days post procedure. Implant date: estimated as (B)(6) 2023 as the date the comment was made was in 2023.

Event description:
It was reported via social media that bradycardia occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Two days post procedure, the patient experienced a slowdown in their heart's rhythm, and a pacemaker was implanted.